Event description:
--

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms, noise and no capture on the left ventricular (lv) channel. A fracture of this lv lead is suspected and a revision procedure will occur in the near future. No adverse patient effect were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed evaluation revealed the outer coils were fractured approximately 36 cm from terminal pin. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
(B)(4). The system remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). A revision procedure was performed and the lead was removed from service. This product issue will be updated if additional information is received.